Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on this information this is a reportable event.

Event description:
When inserting the tube the balloon is rupturing, the cuff is tearing.

Manufacturer narrative:
The device failed while in patient use which would cause a delay in treatment and the patient to be reintubated. They cannot leave an endotracheal tube in place if they cannot keep the cuff inflated. The IFU instructs users to test for proper inflation of the cuff prior to intubation and this common practice in an intubation procedure. Based on this information this is a reportable event. Complaint history for h-pfnc-xx reviewed. There have been no complaints for preformed nasal cuffed et tubes in the past 24 months. Complaint cannot be confirmed due to no returned product or pictures of complaint taken. Without an investigation, root cause cannot be determined. Likely root cause is that the cuff was scratched on handling post leak test. Risk (ra-47): r25: cuff loses pressure - 2. Cuff having pin hole- s=6 o=2 rpn=12. Rpn<25 therefore risk is acceptable.

Event description:
When inserting the tube the balloon is rupturing, the cuff is tearing.